Event description:
Procedure: (sinus turbinate related). Reportedly, the surgeon was suturing in the left lateral surface of the turbinate, the needle was soft, but he continued to push the needle, approximately 8mm of an 11mm needle broke off into the patient. Surgeon ddi a CT scan and located the needle, in a non-threatening area. Surgeon is waiting to see if the needle will encapsulate into tissue and be non-threatening, stated it is not uncommon to leave steel in patient. It is a possible turbinectomy, if needle requires removal. The 3mm piece was discarded, and facility is not returning any samples.

Manufacturer narrative:
During a routine review of our complaints, this complaint was re-evaluated. Because the information available for description of the event is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event. Jan-04-2007